Event description:
It was reported " the connector of the suction-tube, disconnected when they used it!"

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. Additional information was received by email on (B)(6) 2014 informing when the customer used the device on the patient with tracheotomy; the connector broke off coming away from the tubing. They went on to state "tube separate from the connector and nearly got in to the patient's esophagus, but they manage to stop the tube." A quality evaluation was performed on (B)(6) 2014. No samples have been available for investigation. Investigation process has been performed based on the historical data of manufacturing process. Device history records were checked. The results of review showed that al relevant tests performed during manufacturing process and final product release were fulfilled and met the requirements. No nonconformity was registered during manufacturing as well as the packaging process. No other complaint of this nature has been received on the batch. No increasing trend on complaint amount regarding product reference code and failure in question has been registered within last 24 months. Based on the information received and investigation findings we are not able to determine the root cause of the failure. The failure is included in relevant risk management file and associated hazard is evaluated there. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Note: the actual date of event is unknown, so the date used was the date convatec became aware.